Event description:
It was reported blue material was found upon flushing. A 9.0 x 20, 75cm mustang was selected for use in a procedure. During device preparation, blue material was observed during flushing. The source of the material could not be confirmed, however, the customer reported that it appeared to have originated from the balloon. There were no patient injury as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k) #:k141521, k141597.

Manufacturer narrative:
B3 - date of event: used 09/01/2025 as the event date was not reported. Upon receipt at our post market quality assurance laboratory, the device was returned inserted in the protective hoop. The investigator removed the device from the hoop. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. A visual and tactile examination identified no kinks or damage to the shaft, tip, or markerbands. The foreign material (fm) was returned on a foam pad and sent to the material characterization lab for additional analysis. Fourier transform infra-red spectroscopy (ftir) was performed using peak locations and relative intensities, then comparison with other known reference samples was able to find a good match for this fm with bleached cotton. There are documented controls in place throughout the manufacturing process to ensure that the customer does not receive a device which is outside of specification.

Event description:
It was reported blue material was found upon flushing. A 9.0 x 20, 75cm mustang was selected for use in a procedure. During device preparation, blue material was observed during flushing. The source of the material could not be confirmed, however, the customer reported that it appeared to have originated from the balloon. There were no patient injury as a result of this event.